Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had issues with their bladder. The patient had a catheter placed in back on (B)(6) 2017 but when it was taken out on (B)(6) 2017 it was full of blood. The catheter was then reinserted on (B)(6)2017 because ¿something was going on with this¿. It was noted that they had to go in with a camera to see why the patient was not urinating. They also did a pelvic exam and noted there was something hard up there so when the patient sat down it felt like sitting on something hard. This issue had been going on prior to the catheter placement. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.